Event description:
A customer reported to beckman coulter inc (bec) that there was blood leak underneath the coulter lh750 slidemaker. The operator was wearing a lab coat and gloves at the time of the event. There was no exposure to mucous membranes or open wounds. No one sought medical attention. The material safety data sheet (msds) was reviewed, and there is an exposure control plan at the facility. Patient results were not affected, and there was no death, injury or change to patient treatment.

Manufacturer narrative:
Field service engineer (fse) found a leak in the black stripe tubing in the dispense module. The fse replaced the affected tubing and several tubing surrounding the area. The fse cleaned the probe, rinse block, and the spill. There was no further evidence of leaking. Repairs were verified as per established procedures. The results met published performance specifications. The dispense module may have the presence of blood and diluent while in operation and cleaner while in shutdown. The cause of the leak was a black stripe tubing in the dispense module. (B)(4).